Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/12/2015 and observed a slow dripping leak at the rear of the blood sampling valve (bsv) module and found that the diff lyse reagent booted tubing had detached from the peltier fitting. The fse sleeved the booted tubing so the connection to the fitting was tight and reattached it to the fitting resolving the issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported receiving no differential (diff) results and a clear fluid leak of approximately 2ml from a coulter lh 500 hematology analyzer while running patient samples. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, eye glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.